Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported there was poor coupling when recharging. The patient was only able to get 2 coupling bars when she charged, resulting in prolonged use of the recharger. Prior to two months ago, the patient was able to get 6-8 bars all the time. Repositioning the antenna did not resolve the issue. Communication was possible with the patient and clinical programmers. The implantable neurostimulator (ins) pocket site was described as being puffy, ins seemed deeper in pocket and it was tough to find ins in pocket when palpating the area. It was unknown if the ins was able to move in the pocket. The ins area was more sensitive, but there was no fever, or complaint of being sick or redness in that area. The patient had lost 15 lbs. An x-ray was performed and the ins was not flipped. The representative did not believe the ins looked to be flipped after reviewing some guidance on flipped devices. The x-ray was in "true ap view", as was told to her by the x-ray person. It was noted she might want to confirm x-ray view again, to be sure. The representative informed the patient to have the implantable neurostimulator recharger (insr) antenna or the insr replaced to see if that could be the issue, as the representative did not have different inss to try. It was likely that only the antenna would be replaced. If that did not resolve anything, then they will need to discuss next steps with the hcp. There was an rf ablation. The impedance check "checked out". There was no patient outcome provided. The indication for therapy was non-malignant pain and complex reg pain syndrome type I. If additional information is received a follow up report will be sent.